Manufacturer narrative:
H6. Medical device problem code was updated as it was inadvertently omitted on the initial manufacturer device report number.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support the sensor failed. No numbers on placement signal. Then they came back wrong. It was suctioning and giving placement signal failure alarms. The pump was replaced. It was further reported that the patient expired. No additional information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated. D4 UDI updated. H3-changed to yes. H6 component code changed from g04105 to g07001. The investigation for the placement signal issue has been completed. Since data logs were inconclusive and there were no defects noted on returned product, the cause of the placement signal issue could not be determined. The investigation for the low pump flow has been completed. The suction alarms began to trigger as a result of the user applying a significant ps adjustment. However, the cause of the unreliable placement signal values resulting in the user adjusting the placement signal could not be determined.

Manufacturer narrative:
The device was returned therefore d9 updated.